Manufacturer narrative:
Doctor reported of a hypertrophic scar on posterior arm of a female patient treated with bodytite following second degree burn, that has healed. According to the doctor, the scar is being treated with steroid injections. Since the incident occured during initial device training, inmode trainer confirmed proper functioning of the device and therefore no technical inspection was ordered. The burn was attributed to a user error: insufficient gel amounts prevented efficient gliding of the handpiece and made the user stay longer on the same spot while pulsing, resulting in thermal damage. The incident and how to prevent it was discussed with the doctor on spot. Inmode continues to monitor patient's recovery.

Event description:
Female patient presenting with a hypertrophic scar following partial thickness burn on the arm following bodytite procedure.